Event description:
Nflex is not currently available for the us market; however, it is available in the ous market. The nflex stabilization system is intended for use with pedicle screw fixation in skeletally mature patients to provide controlled dynamic stabilization of the lumbosacral spine. Similar stabilization systems are available in the us market thus this complaint is being reported. This report is being filed after the subsequent review of the following journal article by jeffrey d. Coe, md et al: nflex dynamic stabilization system: two-year clinical outcomes of multi-center study published in the journal of korean neurosurgical society 51: 343-349, 2012. This was a retrospective study of 72 consecutive patients, from 5 sites, who underwent nflex stabilization, between september 2006 and july 2007, at one level with or without rigid fusion at a continuous level. Of these 72 patients, 65 were available for 2-year follow-up. Study group: 65 patients (men = 26, women = 39); mean age of 54.5 years ranging from 19-86; mean follow-up was 25.6 months, ranging 23-24 months. Inclusion criteria: patients were included based on the presence of degenerative disc disease (n = 29), degenerative spondylolisthesis (n = 16), lumbar stenosis (n = 9), adjacent segment degeneration (n = 6), and degenerative lumbar scoliosis (n = 5). Preoperative imaging studies: x-rays and in most cases, computed tomography and magnetic resonance imaging (MRI). Follow-up evaluations: 3 and 6 weeks (one center assessed patients at 4 weeks), 3 months, 6 months, 12 and 24 months; some were conducted through. In some cases, follow-up evaluations were conducted through phone interviews. Radiographic assessments included evidence of instrumentation failure or screw loosening. Implant details: single dynamic level (non-fusion) (n = all); two single-level dynamic constructs at non-contiguous levels (l3-l4 and l5-s1 (n = 2); instrumented rigid fusion performed at contiguous levels (so called ¿hybrid fusion¿) (n = 40); non-fusion dynamic stabilization without fusion segments (n = 25); two-level rigid fusion combined with one level dynamic stabilization and (n = 8)3-level rigid fusion plus one level dynamic stabilization.(n = 4). Dynamic stabilization was used at the contiguous superior level in patients (n = 33) receiving the ¿hybrid¿ fusion, and was placed at the inferior end of the fused segment(s) in 7 (18%) of patients receiving the hybrid fusion. The most common pathology was for ddd at 1 or 2 levels. This report is for 7 of 9 for (B)(4) for a pangea screw for the following events: one patient with re-operation due to advanced osteoporosis and cage migration (1) at a non-dynamic (fusion) level. Another patient had re-operation for a loose locking cap on pedicle screw with screw loosening. This patient had a dynamic level l1-l2 but no screws could be placed in l2. Therefore, the dynamic segment spanned l1-l3 which likely created an unusually long lever arm causing the screw to loosen.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: originally reported pangea system was used with nflex. Correction: the nflex system is compatible with pedicle screw systems, pangea system and click x system. Note that pedicle screws and locking caps were used with the nflex system. It is unknown if pangea or click x were used. Also originally reported: the patient with re-operation due to a loose locking cap with screw loosening. Revised: patient with reoperation due to loose locking cap did not have screw loosening. Screw loosening occurred with a different patient and will be processed separately. Originally reported: this report is for an unknown quantity of a pangea screw with an unknown part and lot number. Revised: this report is for an unknown quantity of a pedicle screws, not pangea screws with an unknown part and lot number. Nflex is not currently available for the us market; however, it is available in the ous market. The nflex stabilization system is intended for use with pedicle screw fixation in skeletally mature patients to provide controlled dynamic stabilization of the lumbosacral spine. Similar stabilization systems are available in the us market thus this complaint is being reported if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nflex system is compatible with pedicle screw systems, pangea system and click'x system. Note that pedicle screws and locking caps were used with the nflex system. It is unknown if pangea or click'x were used. Patient with re-operation due to a loose locking cap did not have screw loosening. Screw loosening occurred with a different patient. This report is for 7 of 9 for (B)(4) for an unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Literature citation: jeffrey d. Coe, md et al: nflex dynamic stabilization system: two-year clinical outcomes of multi-center study published in the journal of korean neurosurgical society 51: 343-349, 2012. This report is for an unknown quantity of a pangea screw with an unknown part and lot number. Nflex is not currently available for the us market; however, it is available in the ous market. The nflex stabilization system is intended for use with pedicle screw fixation in skeletally mature patients to provide controlled dynamic stabilization of the lumbosacral spine. Similar stabilization systems are available in the us market thus this complaint is being reported. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.